Manufacturer narrative:
Information updated/added to sections: b4, b5, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigations conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post-procedure was confirmed with empirical evidence for the information provided. Available information suggests patient's anatomy has likely contributed to the event. As per information received, there were difficulties navigating the device due to dense chords affecting grasping area and septal leaflet tethering. These preexisting conditions may have difficulted the grasping of the leaflet and optimal positioning of the device, leading to an slda. Since no edwards defect was identified, corrective or preventive actions are not required.

Event description:
As per new information received, the tricuspid regurgitation (tr) grade was severe to massive after the slda was observed. The patient will be observed to assess the impact on tricuspid regurgitation following the slda event, after which a decision regarding further treatment will be made.

Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in tricuspid position. Almost four (4) months post-procedure, a single leaflet device attachment (slda) was observed in the third device. The patient had functional tricuspid regurgitation (tr). There were difficulties navigating the device due to dense chords affecting grasping area and septal leaflet tethering. During procedure, a total of three pascal devices were implanted. The initial tricuspid regurgitation grade was torrential, it was severe immediately post-procedure. Almost four (4) months post-procedure, it was observed a slda in the third device, during the screening process for a transcatheter tricuspid valve replacement.

Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.